Event description:
It was reported that the patient presented for treatment in (B)(6) 2010. On (B)(6) 2010, the patient underwent t12-l3 fusion using rods and screws and rhbmp-2/acs to treat compression fracture at l2. Immediately post-op,the patient began experiencing extreme bilateral pain down both legs, hip pain, and back pain that had not been present before the surgery. Reportedly, the new pain and symptomology never resolved or subsided. On (B)(6) 2012, the patient underwent a revision surgery to remove the rod on the right side. The surgeon reportedly told the patient that the right side rod was causing the pain, and that it needed to be removed. Bmp-2 was reportedly used in the surgery. After the revision surgery, the patient experienced some relief of her back pain on the right side, but her bilateral leg pain persists, as does her hip and constant pain. The patient reportedly underwent "medically unnecessary, experimental" spines surgeries where medtronic hardware consisting of cervical and thoracic rods, screws, cages and rhbmp-2/acs were implanted.

Manufacturer narrative:
Brand name: unknown hardware, infuse bone graft. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.